Manufacturer narrative:
Selenia dimensions: c-arm jerks during tomo exposures. On 9/19/2024, it was reported that the c-arm was jerking during the tomo motion. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were not returned for investigation. The vta bolts were on the system for 2,861 days. The vta bolts were not returned for further investigation. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. No discrepancies related to the vta were found. System product code: sdm-sys-6000-3d. Serial number: (B)(6). Manufacture date: 07-27-2016. System installation date: 12-08-2016. Unique device identifier (UDI): (B)(4).

Manufacturer narrative:
H6: investigation findings appropriate term/code not available: proposed code: loose screws.

Event description:
It was reported that on (B)(6) 2024, during a selenia dimensions procedure the c-arm was jerking while doing tomo exposures. A field engineer examined the equipment on (B)(6) and it was determined that the screws behind the vta assembly were loose, engineer retightened them and ordered a new kit for repair. The system met the manufacturer´s specifications. No patient injury or staff reported.